Manufacturer narrative:
The device was received for evaluation. The sponge was found to be outside of the minicap. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The date of event was sometime in 2016. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the sponge was found to be out of the minicap. There was no patient involvement. No additional information is available.